Event description:
During procedure, arthrowand was discovered to be defective. A small piece was missing from the tip and looked melted. The surgeon did not believe that the plastic microscopic fragments or tip were in the patient but were washed away with ringers irrigation.